Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician met some resistance attempting to retract the guide catheter for deployment and the guide catheter. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The stent was not able to be deployed and the procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal end of the guide catheter was still visible extending approximately 3 millimeters. The stent was still attached by suture to the end of the push catheter. The distal end of the guide catheter was stretched and contained kinks/bends (suture impressions). During the examination, the guide catheter was pulled out the distal end of the push catheter and the stent was released. The proximal end of the guide catheter, including the hub, was not returned for evaluation. There was no damage to the push catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician met some resistance attempting to retract the guide catheter for deployment and the guide catheter. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The stent was not able to be deployed and the procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.